Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2025 the pediatric patient experienced a skin reaction, including redness, inflammation, pimples, and infection under the patch area, after the sensor was inserted in the upper buttocks. The reaction was treated with oral antibiotics (penicillin). At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.